Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient called hotline with no disposable alarm. Settings reviewed. Instructed to turn pump off, clamp tubing, remove cassette, look for any air bubbles, she sees a few air bubbles, tap cassette on hard surface, reattach cassette, turn pump on, start pump, pump alarms. Instructed to remove cassette, look for any air bubbles, she sees a few air bubbles, tap cassette on hard surface, reattach cassette, turn pump on, start pump, pump still alarming no disposable. Instructed to turn pump off and keep clamped closed. Patient not harmed or affected. No patient injury/no additional information available.

Manufacturer narrative:
Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. The most probable cause of the air bubbles seen in the line is the tubing connection. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.